Manufacturer narrative:
Total number of events summarized - (B)(4). Ams bio arc pre-connected collagen dermal - (B)(4); ams monarc sling system - (B)(4); ams sparc sling system - (B)(4); unknown sling system - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an emotional distress, infection, urinary problems, recurrence, dyspareunia, bleeding, severe and permanent pain, suffering, disability, impairment, and a product problem. The device remains implanted. No further complications have been reported in relation to this event.